Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient was in the ER (emergency room) and they believed she was ¿getting too much narcotics¿. The patient had overdose symptoms which began suddenly on (B)(6) 2019. The hcp wanted to have someone come and assist them in turning the pump down. No further complications have been reported as a result of this event.